Event description:
It was reported that the patient had a storm of ventricular fibrillation. It was discovered that the patient had electrolyte and metabolic issues. The patient was in the ICU and was intubated. During the storm, there were inappropriate shocks due to oversensing and undersensing via wide intrinsic complexes. Some shocks were appropriate with successful conversions. There was evidence of an external shock. There were no known additional adverse patient effects. The system remains implanted.